Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not functioning properly. The battery depleted too quickly and the patient reported feeling horrible. The ipg remains in use. No further patient complications have been reported as a result of this event.